Event description:
It was reported that when preparing the supplies for catheter placement, the operator opened the outer package and found a hair inside the sterile package. The use of the product was discontinued immediately.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in a kit packaging is confirmed and was determined to be manufacturing related. One 4 fr single lumen groshong clearvue catheter with a stiffening stylet and flushing hub inserted, one sealed 14 g IV introducer needle, one sealed two-piece nxt connector assembly, one sealed attachable suture wing, one sealed statlock device, and one silicone end cap were returned for evaluation. Two photographs were also returned for evaluation and show what appears to be a sealed groshong nxt kit tray. An initial visual observation of the returned samples showed no use residue on the returned components, and no hair or other foreign material was found on or with the returned samples. While no hair or other foreign material was found on or with the returned samples, the returned photographs show what appears to be a short, thin hair between the lid and the hard plastic of the sealed kit tray. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv4016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing the supplies for catheter placement, the operator opened the outer package and found a hair inside the sterile package. The use of the product was discontinued immediately.